Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) inner insulation bilumen tubing voids; partial lead in segments returned and analyzed.

Event description:
It was reported the patient came to a routine follow-up and the physician recognized many short v-v intervals and nsvts (non sustained vt) during ventricular oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".